Event description:
It was reported that clinician met resistance when trying to remove guidewire. As a result, guidewire broke leaving a centimeter inside pt. Information rec'd in 2007 states that pt was a critically ill male. Patient passed away due to his critical condition; in no way did our product cause his passing. The piece of guidewire was left in pt as there was no need for removal.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.